Manufacturer narrative:
H3: product analysis found that the spare fuses were missing and the spare fuse decal was damaged and defective stim board. H6: fdm b17, fdr c20, and fdc d16 codes no longer applicable. H6: fdm b01, fdr c07, c20201, c070601 and fdc d02 codes are applicable. H3: product ID: nim4cm01,serial number: (B)(6) - the results of the analysis concluded that there was no malfunction in the device. H6: product ID: nim4cm01,serial number: (B)(6) - h6: fdm b17, fdr c20, and fdc d16 codes no longer applicable. H6: product ID: nim4cm01,serial number: (B)(6) - fdm b01, fdr c19, and fdc d20 codes are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product description: console nim4cm01 nim 4.0, product ID: nim4cm01, serial #: (B)(6), UDI#: (B)(4). H6: product ID: nim4cm01, serial #: (B)(6), fdm 17, fdr c20, img g04130 and fdc d16 codes are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during setup, the patient interface and the console fuses were faulty and were replaced in the operating room, but the new ones continued to cause problems. There was no patient involvement.